Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor aspiration during a procedure. The case was completed with no harm to the patient.

Manufacturer narrative:
The system and the handpiece were both examined. The company representative confirmed and attributed the reported event to the clogged handpiece tip. The system was found to have met specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 8, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. No phaco tip was returned for evaluation. The condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for customer complaint issue cannot be determined. Phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. (B)(4)